Event description:
Valve explanted, no other information available.

Manufacturer narrative:
The valve was received in the st. Jude medical heart valve division fer analysis laboratory in a st. Jude medical product return kit submerged in a liquid solution. The sewing cuff was off-white in color, contained several sutures, and exhibited a whitish tissue on the inflow side. Tissue was also observed on the inflow side of both leaflets, on the inflow rim of the orifice, and in all four recessed pivot areas. Both leaflets exhibited resistance to movement due to this tissue. An independent pathologist for gross morphological examination. Dr. Stated that at the time of his examination, both leaflets were nearly fixed in the open position. With moderate pressure, both leaflets could be closed. Fibrinous deposits were observed on the surface of both leaflets and large amounts of this material were detected in the recessed pivot areas. The leaflets moved more easily after most of this tissue was removed; however, the leaflets continued to exhibit some restrication to movement, most likely due to residual tissue in the recessed pivot areas which could not be entirely removed. This whitish tissue observed on the sewing cuff was normal fibrous tissue indicative of a healing reaction; it appeared most of this tissue had been previously removed. Microscopically, dr. Determined that most of the material observed on the leaflets and in the recessed pivot areas was fresh fibrin containing moderate numbers of intact red blood cells and leukocytes in a somewhat layered but generally scattered fashion. In a few sites, slightly larger, round, histiocytic-like cells with bland nuclei were present; these were presumed to be early, reactive cells with the presence of acute fibrinous deposits. One tiny focus of slightly cellular mature fibrous tissue was present, which was obtained from the whitish tissue attached to the sewing cuff. Special stains (gram, gms, and pas), were negative fro microorganisms. Dr. Concluded that the previously mentioned restriction of leaflet motion was most likely due to deposits of acute fibrin thrombus in the recessed pivot areas. The valve was then cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and orifice were found to be unremarkable. Both leaflets functioned normally after the valve was cleaned due to the fact the tissue in the recessed pivot areas was removed. The valve was then disassembled for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st. Jude medical's specifications. The leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. The valve's device history record was examined to ensure that each mfg and